Manufacturer narrative:
The customers experience with a pump module that failed to alarm for ail when air was present was not confirmed in the logs and was not replicated during testing. Review of the pcu event log identified 2 air in line alarms and one accumulated air in line alarm prior to the pump module being channeled off. The air in line threshold test protocol (doc # (B)(4)) was performed on the pump module. There were no anomalies with the air detection system. During the inspection of the returned used administration set, air boluses measuring approximately 0.25 and 0.5 inches were observed. With the device set to the 250¿l single air bolus alarm limit, the worst bubble size that could pass through the ail sensor without triggering an alarm could be as large as 1.67 inches in length. The returned used administration set was functionally tested, there was no anomalies observed during the testing. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
The customer reported that during an unspecified infusion the pump module failed to alarm for ail when air was present. The user was able to reach the patient prior to the air bolus getting to the patient.